Event description:
It was reported prior to using bottle ftm special 100ml 25 inf 125ml that one (1) bottle was missing a label while another bottle had double labels. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint 10560650 against fluid thioglycollate medium (special), catalog number 257246, lot number 3291446, with respect to labeling issue. Event description: it was reported by the customer that one bottle was without label and one bottle was with two labels. Complaint history review: the complaint history for the past 12 months was reviewed, and similar complaints were registered for this catalog number. However, a trend has not been identified. Batch history record (bhr) review: the batch history record was reviewed. No potential discrepancies leading to this defect were registered. Qc release testing was satisfactory. Sample analysis: the retain samples have been reviewed and no deviation could be observed. The customer provided two return samples, one bottle was without label and one bottle was with two labels. In addition, pictures were sent showing two bottles, one bottle without a label and a bottle with two labels. Investigation summary and conclusion: at this stage of the investigation a systematic failure in our validated manufacturing process can be excluded. No discrepancy could be detected neither during the batch history record nor during in process controls. Therefore, a definite root cause could not be determined. Labels are controlled at visual spot tests during production; therefore, an occurrence of a labeling issue cannot be entirely ruled out. Investigation conclusion: based upon our investigation, the return samples and the submitted pictures, the complaint was confirmed for missing label and double label. In addition, no other customer has raised a similar complaint for this lot number. We consider the occurrence a single event. The complaint was registered in our database and bd will continue to monitor incoming reports for this failure mode. We are sorry for the inconvenience.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bottle ftm special 100ml 25 inf 125ml that one (1) bottle was missing a label while another bottle had double labels. There was no health impact or consequence reported.